Manufacturer narrative:
(B)(4). The baxter device evaluation found the run/stop, #0, #1, #2, #4, #5, #7, #8 and (.) Keys to be inoperable. It was observed that when any remaining functional keys are selected, an automatic output of the run/stop key will occur following the selected key's function (eg, when the #3 key is pressed the #3 followed by the run/stop key will be entered). Baxter's engineering investigation is in progress. When complete, a supplemental report will be submitted. At this time, the date of event is unknown.

Event description:
It was reported that on/off, setup, ok, and run/stop keys on a pump keypad are inoperable. It was also reported that there was no patient injury.